Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that inflation issue occurred. A 20mm x 3.50mm nc quantum apex¿ balloon catheter was selected. It was noted that the device would not inflate. No patient complications were reported. However, device analysis revealed holes in the outer shaft.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. Tactile inspection and visual inspection under magnification were performed. There was blood in the inflation lumen and the balloon was tightly wrapped. Device analysis determined the condition of the returned device was consistent with the complaint incident. There were numerous hypotube kinks. Inspection under magnification revealed numerous areas of inner and outer shaft damage with holes. The shaft at the guide wire exit notch was torn. Inflation performance was tested with an inflation device filled with water. When positive (inflation) pressure was applied with the inflation devices, water leaked from the outer shaft in the damaged areas. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).